Event description:
A user facility¿s registered nurse (rn) reported that an custom combi set bloodline separated during a patient¿s hemodialysis (hd) treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. A photo has been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, photos of the alleged malfunction were received. According to the photos received, a separation of the main line from the venous din connector was observed. The sample is not available for physical analysis. The alleged failure mode was confirmed with the photos received. At this time a search in the sap system was performed to verify the product availability for companion samples at the dcs, the entire lot has been sold and distributed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that an custom combi set bloodline separated during a patient¿s hemodialysis (hd) treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. A photo has been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.